Event description:
It was reported the customer received a no delivery alarm during a manual prime. The customer's blood glucose was 392 mg/dl. It was found the customer's reservoir may have been occluded. Troubleshooting did not occur as the customer stated the alarm was resolved by a complete set change. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.